Manufacturer narrative:
(B)(4). During evaluation it was identified that the mechanism installed into the device (#20120214-661) did not match the mechanism recorded on the DHR (#20120213-697). Physical review of the mechanism confirmed that the mechanism was swapped and belonged to serial number (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable this unauthorized repair also puts patients at risk of potentially harmful infusion inaccuracies. Additionally, the device was received without an processor pcb installed. It is unknown where the associated processor pcb (#(B)(4)) is at the present time. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.